Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the u/d knob broken, the insertion flexible tube (ift) buckled, the bending rubber leak, the bending rubber cut, the bending rubber dirty, the insertion flexible tube (ift) dirty, the distal body dirty, and the objective lens unit dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.